Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested and received: are photos available of the reaction? No. Date of surgery? Unknown. What date did the reaction occur post op? Unknown. Lot number? Unknown. Describe the reaction (e.g. Blister/red/infected/mild¿) red. Was any other medical / surgical treatment provided to treat the reaction, in addition to the antibiotics? Unknown. What prep was used prior to, during or after prineo use? Unknown. How many layers of adhesive were used over during application? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. What is the physicians opinion of the contributing factors to the reaction? Unknown. Patient demographics: initials / ID; age or date of birth; bmi unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown. Was the patient exposed to similar products, such as artificial nails? Unknown. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested, however no response has been received to date: are photos available of the reaction? Date of surgery? What date did the reaction occur post op? Lot number? Describe the reaction (e.g. Blister/red/infected/mild¿) was any other medical / surgical treatment provided to treat the reaction, in addition to the antibiotics? What prep was used prior to, during or after prineo use? How many layers of adhesive were used over during application? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? What is the physicians opinion of the contributing factors to the reaction? Patient demographics: initials / ID; age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) was the patient exposed to similar products, such as artificial nails? Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? To date the device has not been returned and the additional information has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast reduction on an unknown date and topical skin adhesive was used. Post operatively, the patient had an allergic reaction to the product. The surgeon stated that it was light pink around the breast area. The patient was given antibiotics. The product was removed. Additional information has been requested.